Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a possible suction event could not be confirmed; however, review of the submitted log files confirmed multiple pulsatility index (pi) events. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-037255, and the reported dizziness could not be conclusively established. The controller event log file contained data from(B)(6) 2023 to (B)(6) 2023, per the timestamps. Multiple pi events were captured throughout the file. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6)we re reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including pulsatility index (pi). Additionally, this section explains that ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pi event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause.¿ section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6, "patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had dizziness episodes on (B)(6) 2023. They had pulsatility index (pi) events with speed drops on (B)(6) 2023 and had a recent speed increase to 5600 revolutions per minute (rpm). A concern for possible suction event was noted and the diuretic dose was to be decreased. Log files were submitted for review. The log file captured multiple pi events that occurred 02:56:05 on (B)(6) 2023 to 11:42:52 on (B)(6) 2023. It was noted that not all pi events are suction events, however the pi events were of a significant amount and may point to an issue other than common bodily functions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.